Event description:
A patient service representative (psr) contacted zoll customer support while fitting a patient to report a code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 204; connect belt messages) is under investigation. Upon evaluation test electrode belts were able to communicate with the monitor; however, would not stay properly attached to the monitor. The cause for the belts not remaining attached to the monitor cannot be positively determined. A root cause analysis is currently underway. A supplemental report will be sent upon completion of root cause analysis. No adverse event resulted. The patient received a replacement monitor.